Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, the bearing failed and pieces of the bearing had come out of the attachment. This is most likely what the account referred to as "metal shavings".

Event description:
It was reported that metal parts of the device were shaving during use. The procedure was successfully completed with an alternate device and there were no adverse consequences associated with this event.